Manufacturer narrative:
D9: 28-mar-2024 device evaluation: one device was returned for analysis in used condition. Visual inspection showed the battery compartment had been modified. Functional testing duplicated the reported issue; the device was found to be over delivering to manufacturing specifications. The investigation determined that the expulsor was the cause of the reported issue. The expulsor was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Event date unknown. Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was over-infusing. The fault occurred during testing and was not related to physical damage or abuse. The were no delay in therapy and there was no patient involvement.